Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination of the device header and case noted no anomalies. No holes were noted in the seal plugs and the set screws moved freely. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical and functional tests were conducted. The device was in storage mode when placed on the programmer. An alert was issued that the battery voltage was too low for remaining capacity. Device memory was available for review. The reported power was noted to be significantly larger than that of the original calculated power value. This indicates the device is exhibiting high power behavior. Due to the presence of the elevated power noted in the longevity calculator, device memory for battery voltage and hardware power was plotted. It indicated a trend of high and rising power. A coulomb meter test was completed after the discovered of the high and rising power. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. Electrical leakage observed in the capacitors caused elevated current. Due to the elevated current, a subsequent rise in power occurred that caused battery voltage to deplete prematurely.

Event description:
It was reported that this device was prophylactically explanted and replaced. Subsequently, the device was returned to boston scientific for analysis. No adverse patient effects were reported.